Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood of 404mg/dl which was treated with syringe. Customer stated that drives support cap was normal. Customer reports insulin exited at the quick release. Customer performed high pressure test and passed. Insulin pump will not be return for analysis.